Event description:
Consumer reported intermittent out of range. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
The reported device was not returned; however, a receiver (sn (B)(4)/ mfg date: 03/04/2013) was returned for evaluation and there was no issue detected.